Manufacturer narrative:
(B)(4).

Event description:
New information received notes that undersensing was also noted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient came to clinic for a routine follow-up, noise was observed. All lead measurements were in range. Externalized conductors were noted by fluoroscopy. Programming changes were made.